Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported patient on chemotherapy had PICC rupture. PICC secured with secureacath, removed 7 weeks prior to the rupture happening. There has been a review of insertion technique, and dressing use at facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported patient on chemotherapy had PICC rupture. PICC secured with secureacath, removed 7 weeks prior to the rupture happening. There has been a review of insertion technique, and dressing use at facility.

Event description:
It was reported that 2 piccs found this month. 1 patient on chemotherapy, and the other on an elastomeric infuser. Both patients had a secure-a-cath, although one patient had theirs removed 7 weeks prior. Locally, there has been a review of insertion technique, and dressing use. This report addresses the patient on an elastomeric infuser.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.